Manufacturer narrative:
The reporter stated the peripheral iridectomies were "tapped/enhanced" due to the elevated intraocular pressure but was unsuccessful. There were additional patient symptoms; patient's vision went "white". The lens exchange was performed on (B)(6) 2017. (B)(4).

Manufacturer narrative:
A lens work order search was performed. No similar complaint type events found. Lens was returned in liquid in a centrifuge vial inside a biohazard bag. (B)(4).

Manufacturer narrative:
The lens was returned in liquid in a centrifuge vial. Visual inspection of the returned product found no visible damage to the lens. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm micl13.7 implantable collamer lens, -10.0 diopter, in the patient's right eye (od) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vaulting, elevated intraocular pressure (iop), narrowing of the angle, shallowing of the anterior chamber depth (acd) and acute angle closure. The peripheral iridectomies were enhanced. The lens was exchanged with a shorter lens. The patient's post-op uncorrected visual acuity was 20/20 -2 and the patient is happy. The reporter indicated the cause of the event was unknown.